Manufacturer narrative:
(B)(4). Investigation summary: customer returned (10) 3/10cc, 6mm, 31g syringes in open poly bags from lot # 9224140. Customer states that they noticed white flaky particles going into the insulin vials. All returned syringes were examined and no foreign matter was observed in or on any of the returned samples. A review of the device history record was completed for batch# 9224140. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications (B)(4) noted that did not pertain to the complaint. Conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported during use the bd insulin syringe with the bd ultra-fine¿ needle experienced foreign matter on device cannula / in fluid path. The following information was provided by the initial reporter: the customer stated a parent of a consumer noticed white flaky particles going into the insulin vials.